Event description:
A healthcare professional reported that the performance of the probe ocutom became lower during vitrectomy surgery. The ocutom was just sticking in that position without cutting at all. A second pack was used on the same patient minutes later, but the same issue occurred. The performance of the ocutom again became lower while still in the vitrectomy step, and the vitreous was still not completely cleared. The user tried to maximize the cut and suctioned the vitreous until the end, even though the ocutom's performance had nearly ceased. The surgery was completed on same day. There was no information about patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in h.6. And h.11. No technical inquiries were received from the customer. A sample was not received at the manufacturing site for evaluation for the report. Therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The photos and videos attached to the complaint was reviewed by the manufacturing site. The photos 1 and 2 is of a pak label and tubing, the reported product and lot information is confirmed. The video 1 and 2 shows, probe cutting and aspiration issue. Reported issue confirmed from videos. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified and all corresponding production release specifications defined in the device master record were met. The evaluation of the attached video confirms the performance of probe ocutom became lower as noted by the customer. Based on the evaluation of the information, since the sample was not received at the manufacturing site, how and when the phacoemulsification could not cut or aspirate was unable to identify the root cause or origin of the reported event. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. A nonconformance investigation has been completed in relation to the trend identified for probes with would not cut or actuate issues. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).